Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. Physician thinks that the patient had fallen causing the dislodge. This lead remains in service. No additional adverse patient effects were reported.